Event description:
Customer reported he was experiencing high blood glucose over 600 mg/dl; treated with manual injection. Customer stated she received a no delivery alarm. During the call the customer was feeling very sick and vomiting. Customer was offered to call an ambulance and she declined; she requested her neighbor to be called to be taken to the emergency room. Customer confirmed she was taken to the hospital. Blood glucose at the time of admission was 413 mg/dl and was treated with insulin drip. Customer stated that every time she changes the infusion set she has bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.